Manufacturer narrative:
(B)(4). The correct MFR number is 3001883144. (B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained calcifications. A tear was observed along the base of cusp 1 and cusp 3. Thin fibrous pannus ingrowth was observed on the inflow side, which extended onto the inflow surface of cusp 2. No inflammation was observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrous thickening, calcifications, pannus, and cusp tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, aortic valve replacement and concomitant CABG was performed and this 21 mm sjm trifecta valve was implanted. An elevated gradient was noted and on (B)(6) 2016, and this valve was explanted. At explant, calcification was identified and the valve replaced with a 20 mm ats mechanical valve. The patient is reported to be stable post-operatively.